Event description:
A customer reported a system not holding pressure, a system message received and the laser would not turn on during a retinal procedure. The procedure was completed with the same system. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).